Event description:
Information was received indicating that a smiths medical disposable tubing was leaking at the height of the filter. This issue occurred twice with this patient while administering flolan (epoprostenol). There were no reported adverse events.

Manufacturer narrative:
Other, one cadd extension set from p/n 21-7106-24, l/n 3840935 was received in used condition without its original packaging. The sample was visually inspected at a distance of 12" under normal conditions of illumination; no discrepancies were detected. The returned sample was tested using a syringe in order to detect any discrepancies that could affect the product functionality; a leak was detected in the filter. The reported issue was able to be confirmed and the cause was attributed to manufacturing.